Manufacturer narrative:
The device was received with the adhesive liner attached and the blue needle cap covering the bottom needle well. The slide insert was not visible in the top viewing window but the linkage assembly was in a partially deployed state. Upon removing the blue needle cap from the bottom needle well, the linkage assembly moved to a fully deployed state and the soft cannula deployed. Although no damages or defects were observed, it could not be conclusively determined when the device deployed and the cause of the reported event could not be determined. No damages or defects were observed with the needle mechanism components that would otherwise prevent the device from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.